Manufacturer narrative:
Based on the available info this event is deemed a serious injury. According to the reporter, he uses (B)(4) body wash; (B)(4) sting free adhesive remover; (B)(4) sting free; and (B)(4) adapt paste. The end user discontinued use of the convatec (B)(4) moldable durahesive skin barrier with hydrocolloid flexible collar 70 mm wafer and has returned to using the hollister wafer 14804. He states that the skin is almost healed. No additional pt/event details have been provided to date. Should additional info become available a f/u report will be submitted. A return sample for eval is not expected.

Event description:
End user reported a red; raw weeping area under the tape collar portion at the 1200 position after 2 days of wear. He describes the open area as the size of a quarter.